Event description:
On (B)(6) 2013 the patient contacted animas alleging that she had been using cartridges that were difficult to cycle, and while using these cartridges she experienced elevated blood glucose (bg) between 280mg/dl and 350mg/dl with moderate thirst and frequent urination. The patient did not provide specific dates for the elevated bgs, but noted the issue occurred for 3 to 4 days. The patient stated when she changed her cartridge to one from a new box and bolused, her bg returned to 137mg/dl with no symptoms within 30 minutes of bolusing. The patient stated that for the cartridges she had issues with, the plungers were very difficult to cycle. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use of cartridges that were difficult to cycle.

Manufacturer narrative:
The cartridge has not been returned; a retain cartridge sample from the same lot has been evaluated by product analysis on 01/24/2014 with the following findings: lot review was performed and no failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed; there were no leaks found from the luer connection, o-rings, or any other part of the cartridge. A fill test was performed with no issues observed. A force test was performed, and the cartridge force readings were confirmed to be within specifications. No failures were found related to the complaint regarding difficulty cycling. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridges have not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.